Event description:
As reported via a literature article a palmaz stent dislodged. The indication for the procedure was high-grade stenosis of the left pulmonary artery due to tumor. An attempt to deliver a palmaz (B)(4) stent hand-mounted on a powerflex plus 12-mm 3 4-cm balloon was unsuccessful because the stent started to slide off the balloon catheter while traversing the pulmonary outflow tract. The stent/sheath assembly (a long 12-f sheath check-flo; william cook (B)(4)) had been positioned with the tip in the distal inferior vena cava (ivc)) was withdrawn into the ivc and right iliac vein, but the stent could not be pulled back completely into the 12-f sheath. It became trapped at the access site and had to be surgically removed after extension of the skin incision. The patient developed a deep vein thrombosis in his right leg a few hours following the procedure; surgical thrombectomy was performed successfully. The article indicated that stent dislodgement during advancement of the balloon catheter through the pulmonary outflow trace has to be considered a procedural error. When deploying a hand-crimped stent through the right heart, it is necessary to have a guiding sheath or catheter up to and through the target lesion. There were no adverse events reported related to the dislodgement.

Manufacturer narrative:
The lot number for the device could not be obtained. No further information was provided. Complaint conclusion: as reported via a literature article, a palmaz stent dislodged. The indication for the procedure was high-grade stenosis of the left pulmonary artery due to tumor. An attempt to deliver a palmaz stent hand-mounted on a powerflex plus balloon was unsuccessful because the stent started to slide off the balloon catheter while traversing the pulmonary outflow tract. The stent/sheath assembly (a long 12-f sheath check-flo) had been positioned with the tip in the distal inferior vena cava (ivc)) was withdrawn into the ivc and right iliac vein, but the stent could not be pulled back completely into the 12-f sheath. It became trapped at the access site and had to be surgically removed after extension of the skin incision. The patient developed a deep vein thrombosis in his right leg a few hours following the procedure; surgical thrombectomy was performed successfully. The article indicated that stent dislodgement during advancement of the balloon catheter through the pulmonary outflow trace has to be considered a procedural error. When deploying a hand-crimped stent through the right heart, it is necessary to have a guiding sheath or catheter up to and through the target lesion. There were no adverse events reported related to the dislodgement. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
(B)(4). Additional information will be submitted within 30 days of receipt.